Event description:
It was reported that a system error 2240 (air in set) alarm occurred on a home choice (hc) device during drain two of four. The patient was connected to the homechoice at the time of the alarm. The patient had disconnected during the dwell cycle without capping the patient line, and then reconnected. The technical service representative (tsr) explained the alarm and assisted in clearing the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, improperly disconnecting without capping the patient line is a known cause of this alarm. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide details the proper steps for disconnecting and reconnecting during therapy, and instructs the user to remove the patient line connector from the organizer and attach the new flexicap or opticap disconnect cap to the patient line connector. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.